Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the "ok" and "contrast" buttons were found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 08/28/2012 with the following findings: the ¿ok¿ and ¿contrast¿ buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim and faded and the battery compartment was found to be cracked.